Event description:
It was reported that the ventilator reset with an audible alarm and would not begin ventilating again while connected to a pt. The led display was flashing. No report of pt harm. The biomed shop had repeated the reported condition on a test lung.

Manufacturer narrative:
Na